Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was over 600 mg/dl. Customer treated with manual boluses using needles. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer does not use auto mode. Customer was neither in emergency room, nor admitted into hospital. Customer alleging possible insulin pump under delivery because she tried to deliver bolus and it¿s not lowering her blood glucose that he still needs to do manual needles. Customer reported that the drive support cap was flush. The devices will not be returned for analysis.